Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and failed. A damage usb port was observed. The receiver charged and will boot, failed. The receiver was unable to be ran on the functional test. The receiver log failed to be downloaded and reviewed. The receiver case was opened for an internal visual inspection, and passed. The battery measurements were taken and it passed. The reported event that the receiver ceased to function was confirmed because the receiver was not able to be charged. The root cause was determined to be a damaged usb port.